Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an open sigmoidectomy procedure, the device worked well when it was used during the operation. The device was used on colon. However, when a nurse tried to remove the battery to dispose of the device after surgery, the nurse noticed that the battery was hot. There were no adverse consequences for the patient. No further information is available.